Manufacturer narrative:
This report is being submitted to relay corrected data and additional information.

Event description:
Additional information: device explant date was provided.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. The reported device was not returned and the reported event was confirmed as x-ray evaluation identified the fractured implant. Based on the x-ray evaluation, device malfunction did occur. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: component code was added: 4755. H6: investigation type codes were added: 3331, 4109, 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. The product was not returned and the reported event is non-verifiable. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot (1228772) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot (1228772) and no other complaints were identified. Functional testing could not be performed since the product was not returned. Therefore, the reported event could not be recreated. Based on the investigation, risk review and IFU, the probable causes determined from the investigation are long term parafunctional habits of the patients (e.g. Clenching, bruxism and overloading) and customer error due to improper placement. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : device location unknown

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. Given name unknown / not provided. Location of device unknown.

Event description:
It was reported that the implant at tooth site #19 fractured. Implant was removed.